Event description:
It was reported that prior to the attempted implant of a 34 millimeter (mm) transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed. Upon the first deployment attempt, an infold was observed. Subsequently, the system was withdrawn from the patient, and a new 34 mm valve, new delivery catheter system (dcs), and new compression loading system (cls) were used. Prior to attempting the new 34 mm valve, another pre-implant bav was performed. However, following the first deployment attempt. Another infold was observed. Therefore, the system was withdrawn from the patient. A 29 mm transcatheter valve was used with a new dcs and new cls. The 29 mm valve was successfully positioned and deployed without complications. No patient complications were reported as a result of this event. Additional information was received that there were no issues or misload identified during loading of both the 34 mm transcatheter valves. It was noted that a procedural delay occurred as a result of the infolds. Per the physician, the patient's annular calcification extending into the left ventricular outflow tract (lvot) contributed to the infolds.

Manufacturer narrative:
Updated: a1. Patient identifier. B5. A second paragraph was added. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: a complete set of intraprocedural fluoroscopic cine images were reviewed in relation to the event. The patient¿s executive summary was available, allowing for a complete anatomical assessment. The patient¿s aortic valve appeared to be significantly calcified, with an annular perimeter measuring 82.4 mm and a perimeter-derived diameter of 26.2 mm, consistent with sizing for a 34 mm valve. The aortic annulus demonstrated protruding calcification extending into the left ventricular outflow tract (lvot). Fluoroscopic valve load inspection of the first valve was examined, and a misload appeared to be evident by inflow crown overlap beyond node 4. Overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload. As stated in the instructions for use (IFU), if a misload is detected, do not attempt to reload the bioprosthesis. The valve, catheter, loading system, loading tray, and saline must all be replaced with new sterile components. A pre¿implant balloon dilation was performed prior to the initial valve implantation attempt. A misload was not reported, suggesting the misloaded valve was attempted to be implanted during which an infold was observed and confirmed in two separate views. Evidence suggests a new valve was prepped, and fluoroscopic load inspection revealed a good load. Documentation states that another pre-implant balloon dilation was performed prior to the implantation attempt with the new 34mm valve. Despite the good load with the new valve, and pre-dilation of the aortic valve, another infold was observed. The infold with the new valve was most likely due to the calcification in the lvot. It was reported that a decision was made to implant a 29 mm valve instead. Subsequently, the 34 mm was withdrawn, and a 29 mm valve was selected to complete the procedure. The 29 mm valve was deployed at a depth of approximately 3 mm on the non-coronary cusp (ncc) verified in the cusp overlap view, and 4 mm on the left coronary cusp (lcc) verified in the lao view and no evidence of infolding. The valve was then released, and the final angiogram revealed a well expanded valve frame and no signs of aortic regurgitation/paravalvular leak. Updated: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID: d-evprop34 (lot: 0013013183); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the attempted implant of a 34 millimeter (mm) transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed. Upon the first deployment attempt, an infold was observed. Subsequently, the system was withdrawn from the patient, and a new 34 mm valve, new delivery catheter system (dcs), and new compression loading system (cls) were used. Prior to attempting the new 34 mm valve, another pre-implant bav was performed. However, following the first deployment attempt. Another infold was observed. Therefore, the system was withdrawn from the patient. A 29 mm transcatheter valve was used with a new dcs and new cls. The 29 mm valve was successfully positioned and deployed without complications. No patient complications were reported as a result of this event.